Event description:
A hospital in another country, reported that their cosycot infant warmer was showing stress fractures in the heater head. They also later reported that the edges around, where the metal grill was retained, chipped away very easily and any impact will shatter the moulding. No pt consequence was reported.

Manufacturer narrative:
An investigation was conducted based on the event description and results of previous investigations, as the complaint device had not been returned for investigation. Results: it was reported that the hospital was using actichlor plus, which is a chlorine releasing chemical disinfectant. Conclusion: cracking of the infant warmer head is usually due to the use of incompatable cleaning solutions and performing the cleaning before the warmer head has been cooled. The device consists of polycarbonate plastics and cleaning solutions containing aromatic hydrocarbons, ammonia or amines are stated in the operating manual as not being recommended for use as these may cause chemical reactions to the plastic material. The operating manual also stated that cleaning of all parts of the infant warmer and accessories should be done at normal room temperature, around 23 degrees celsius and that all surfaces of the warmer head may be cleaned with detergent based solution with maximum concentration of 2% in water. The infant warmer cleaning instructions have been updated to: recommend specific proprietary chemical cleaning wipes which may be used to clean the plastic material of the infant warmer and list examples of specific proprietary cleaning chemicals to avoid.